Event description:
The physician reported that seven days post-op, the gore preclude (r) dura substitute was associated with subdural edema. The physician informed gore that he was going to implant a v-p shunt to relieve edema once the pt's lung function improved. In 2007, gore was notified by the physician that the dura substitute was not sutured tightly, as described in the product IFU, and therefore leakage occurred. The physician later stated that the v-p shunt procedure relieved the edema and that edema formation is a known complication of this procedure. There was no allegation of deficiency made by the physician. No device was returned, and therefore a direct product analysis was not possible.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Upon review of the additional info received on 01/14/2007, it was determined that this event is MDR reportable. According to the physician, the dura substitute was not sutured tightly, contrary to the procedure indicated in the device's instructions for use, which state "it is imperative that a watertight seal be achieved along the suture line to minimize cerebrospinal fluid leakage." The physician also stated that this event was not caused by the gore preclude device.